Event description:
It was reported that during a pulsed field ablation procedure, there was difficulty retracting the catheter into the sheath during the initial application due to the slider being stuck. The slider would not advance all the way, making it challenging to retract the catheter into the sheath. Despite attempts to readvance and pull the catheter into the sheath, the slider continued to be unmovable. The catheter was subsequently replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012615972 was returned and analyzed. Visual inspection showed the catheter appeared to have a kinked guidewire lumen on the spiral array. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The returned catheter was inserted through the test sheath and no resistance was felt during insertion. In conclusion, the loop catheter failed the returned product inspection due to a kinked guidewire lumen on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.